Event description:
The occlusive PICC line dressing was changed per protocol.there was a leak noted in the catheter at the location of the butterfly and the hub.the PICC was removed, and doctor notified. A piv was started and doctor stated that he would talk to mom to get another consent for another PICC line.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). We received one catheter as a sample. The catheter was shortened at the 16 cm marking. The extension line was flushable with a 10 ml syringe, and leakage was visible at the fixation wing evident through drop formation. However, the remaining catheter was not flushable. During microscopic examination, we found a tear at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. There are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter.". A review of the batch history records for 8138680 and 8150602 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and visual tests after packaging are conducted with no exceptions found. There are seven further complaints for batch 8138680, five further complaints for batch 8150602, and five further complaints regarding a leaking catheter tube, which was partly torn out of the fixation wing on code 4g07125235 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: as the catheter worked well for 11 days before the leakage occurred, we do not believe this defect is manufacturing-related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action initiated by quality management at this time.

Event description:
The occlusive PICC line dressing was changed per protocol. There was a leak noted in the catheter at the location of the butterfly and the hub. The PICC was removed, and doctor notified. A piv was started and doctor stated that he would talk to mom to get another consent for another PICC line.

Event description:
The occlusive PICC line dressing was changed per protocol. There was a leak noted in the catheter at the location of the butterfly and the hub. The PICC was removed, and doctor notified. A piv was started and doctor state that he would talk to mom to get another consent for another PICC line.